Event description:
During a percutaneous catheter myocardial ablation to treat an atrial fibrillation a polarxfit was selected for use. It was reported that when the balloon was implanted in the right inferior pulmonary vein after cooling the left superior pulmonary vein, the error 1 - 00004000-2: console detected blood in the catheter occurred. It looked like there was blood inside the balloon. The cryo cable and the catheter were replaced, and the procedure was completed without patient complications.

Event description:
During a percutaneous catheter myocardial ablation to treat an atrial fibrillation a polarxfit was selected for use. It was reported that when the balloon was implanted in the right inferior pulmonary vein after cooling the left superior pulmonary vein, the error 1 - 00004000-2: console detected blood in the catheter occurred. It looked like there was blood inside the balloon. The cryo cable and the catheter were replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
The polarxfit catheter was evaluated by boston scientific. The device was visually inspected and no visible blood was observed inside the polarx balloons. The device was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the errors observed in the field. During balloon dissection an outer balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error, consequently confirming the reported allegation of the error message "the console detected blood in the catheter". The visible blood allegation was not confirmed as there was no signs of visible blood inside the catheter and the device passed all functional leak testing.